Manufacturer narrative:
Final analysis of the pulse generator found a lifted wire bond with the unit¿s rf module. The anomaly likely resulted in the premature battery depletion observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the presented for follow-up experiencing muscle stimulation. The pulse generator was found to be operating in backup vvi mode. Troubleshooting was unsuccessful. The device was explanted and replaced on (B)(6) 2015.